Event description:
This is a report of a patient who had a minicap with dried iodine. The issue was observed prior to use for peritoneal dialysis therapy. It was noted that there was color in the sponge but the top of the sponge appeared to look ¿flaky.¿ there was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: manufacturing dates 03/30/2015 ¿ 04/01/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.